Manufacturer narrative:
Initial reporter address: (B)(6). Device evaluation by MFR: the returned product consisted of a coyote balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 54mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 28-apr-2021. Ii was reported that contrast leak occurred. The patient underwent below the knee and superficial femoral artery percutaneous transluminal angioplasty (pta). The 80% stenosed target lesion was located in the severely calcified anterior tibial artery. A 2.0mm x 60mm x 150cm coyote balloon catheter was advanced for dilatation. Angiography showed contrast agent leaked out during inflation. The physician simply pulled back the device from the patient. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed balloon pinhole.